Event description:
Initial reporter indicated to a manufacturing consultant that they were having problems with their handheld not holding a charge. The product is at the MFR pending completion of product analysis.